Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gate stub with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tubes k2e there was molding defect/ sharp protrusions. This event occurred 4000 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the ppt tube, the customer noticed there was a burr on the tube's cap."